Manufacturer narrative:
Continued e1 phone number : (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade 3.

Event description:
Healthcare professional, through regulatory agency, reported "periprosthetic capsule: stage 2". This record is for the right side. The device was explanted.